Event description:
I had essure placed on (B)(6) 2014. After having the procedure done I had experienced severe cramping and irregular bleeding. I had a hysterectomy due to the device penetrating my left fallopian tube, the pain and recovery was a horrible experience. I can no longer have children due to the hysterectomy being irreversible, as where the essure was reversible.